Event description:
It was reported that there was no capture with the left ventricular (lv) lead. The lv lead dislodged and the physician revised the lead. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2014; dtbb1d4, biv ICD, implanted: (B)(6) 2014. (B)(4).